Event description:
The customer reported the camera of the system failed to initialize. Further investigation by the fse on site identified that the system would not produce a fluoroscopic image. Loss of live image/complete loss of functionality. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated circuit boards and connectors. The system operates as intended.